Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system stops making x-rays. Fse performed troubleshooting action and appears to have been caused by trace logfiles filling up. Fse performed fco 72200529 clearing files and tested system working., the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura xper fd20 system monitor did not switch on. The system was in clinical use at the time of the event. No harm has been reported. Philips has started an investigation of the complaint.